Event description:
In (B)(6) 2010, I had filshie clips but on as a form of permanent birth control. After going home from hospital, had continues pulling stabbing pain on right side. Complained to obgyn constantly and was ignored started having numerous ruptured on right side. Found a new obgyn who finally agreed to remove ovary and fallopian tube due to the cysts. ((B)(6) 2015) never had cysts prior to this. Still have 1 clip in. Very painful periods and continuing bleeding. Developed polyps and had to have 2 surgeries to remove. Have severe depression, weight gain without being able to lose weight. Brittle skin and hair. Constant headaches, low energy, sleep all the time. Never had these issues until after getting the clips.